Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: returned devices from the complaint lot were not received. Retention products were tested with quality control cut-off (25 miu/ml), middle positive (100 miu/ml), and high positive (10 iu/ml) hcg urine standard. All devices produced expected positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. It was indicated that the results were interpreted as soon as the control line was visible. It is important to follow the package insert and interpret at the stated read time to allow the assay to fully develop. This could not be ruled out as a cause for the unexpected result.

Event description:
It was reported that on (B)(6) 2018 a patient presented to the doctors office after a home pregnancy test obtained a positive result on (B)(6) 2019. The patient also had urinary tract infection symptoms. The urine sample was collected and tested on the hcg dipstick; the result was negative. A laboratory confirmatory test was ordered the same day and provided a positive result. No treatment was provided or withheld based on the false negative result. This file, 2027969-2019-00488, is one of two files. The second being 2027969-2019-00489.